Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation at their implantable neurostimulator (ins) pocket site when they moved forward, sat down, or goes into the car. The issue started in (B)(6) 2015. Impedance testing at 0.7 volts had values in the range of 500-694 ohms. The healthcare professional (hcp) checked all references as well and all "looked good". There were no falls or trauma reported that were associated with the issue. Using the clinician programmer, it was determined that the patient was using group b which had an impedance measurement of 520 ohms. It was noted that the patient was getting good pain relief from the therapy and felt the stimulation in the right location. The patient stated that the ins did not feel like it was moving in the pocket. However, the patient was currently not using the therapy because of the shocking. No imaging had been performed at the time of report but was going to be tried as a next step. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Omitted information related to (B)(4) regarding the patient's ins repositioning issue.]